Event description:
During a bililary stone procedure the physician used a wilson cook soehendra handle inassociation with an extraction basket. The basket wires impacted around the stone. The handle of the lithotripter broke during uses. The basker wires were cut and the patient was sent to surgery. The resuable handle had been used approximately 25 times.